Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was then implanted successfully on the anterior-2/posterior-2 (a2/p2) and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient was reported to be experiencing left arm weakness. An MRI was preformed and an embolic stroke was identified, no thrombus was identified through echo during the procedure and it is unknown if there was an intraoperative embolic occurrence.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported cerebrovascular accident. Cerebrovascular accident is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case specific circumstance as the patient remained hospitalized due to the reported issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was then implanted successfully on the anterior-2/posterior-2 (a2/p2) and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient was reported to be experiencing left arm weakness. An MRI was preformed and an embolic stroke was identified, no thrombus was identified through echo during the procedure and it is unknown if there was an intraoperative embolic occurrence.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.